Event description:
In a surgical diode system before patient treatment, the system was not functioning. The fiber was not detected. No adverse effects to patient were reported.

Manufacturer narrative:
Diode and electronic board were substituted and the system was restored to full function. We are unaware about patient injury.